Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a red rash with blisters, drainage, pustules, bleeding and a scar at the sensor patch. The patient had itching and burning sensations in the area. The patient consulted a physician who prescribed oral antibiotics to treat the infection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).